Event description:
Allegedly revised due to broken neck and proximal portion of stem. Low activity level.

Manufacturer narrative:
Conclusion: no failure detected and product within specification.the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.evidence that product in specification when used.(B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00409, 00410, 00412.